Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after use with bd luer-lok¿ tip syringe at the 1 month post-op appointment "silicone-like" bubble was discovered between the implant and the capsule. The patient impact was not reported. The following information was provided by the initial reporter, translated from french to english: cataract surgery performed without incident on (B)(6) 2022, with the placement of a hydrophobic implant posterior chamber alcon sa60wf implant. During the operation, the last surgical procedure was injection of aprokam antibiotic via the 1ml ll bd syringe intra-camerularly. Discovery at 1 month post-op of a silicone-like bubble between the implant and the capsule. Between the implant and the posterior capsule. We recall that the ll syringes of bd ref (B)(4) were the subject of a safety notice (B)(4) on (B)(6) 2020 to announce that the intraocular use (especially for ivt) is (notably for ivt) is not validated by bd; here it is an intra-ocular is an intra-cameral route. Furthermore, to our knowledge, no manufacturer sells 1ml ll syringe without silicone validated intra-ocular.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.